Event description:
It was reported that the ventilator failed pressure transducer test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator failed pressure transducer test during pre-use check. Identification of issue has been done by analyzing problem description and service report. Technician confirmed that the pressure transducer test failure was not reproduced during on-site visit. The device was delivered to the user in working condition. The issue was reported to competent authority in abundance of caution as pressure transducer test failure may in some cases, represent a reportable event. There was no patient involvement. Further received information indicated that pressure transducer test failure was not reproduced and no parts needed to be replaced, which is not consider safety related scenario. The root cause to the reported issue has not been determined.

Event description:
Manufacturer's ref. #: (B)(4).